Manufacturer narrative:
Complaint conclusion: as reported, 5f judkin's left (sim) 2 100cm tempo diagnostic catheter was unable to pass during use in a cerebral angiography. After removal, the tip was found cracked and a new product was used to complete the procedure. There was no reported patient injury. No damage was noted to the catheter prior to use; damage was identified after removal from the patient. There were no difficulties in tracking through the vasculature or engaging the target vessel, and no contralateral approach was used. The target vessel had no calcification, mild tortuosity, and 60% stenosis, while the access site had no calcification or tortuosity and 50% stenosis. The device was removed from packaging and manipulated via the hub, with no damage noted to the device or packaging prior to opening. The device was stored and prepared per instructions for use (IFU). The user was trained in device use. A non-sterile cath tempo 5f sim 2 100cm was returned for investigation, and visual inspection found the device presented kinked/bent conditions. One kinked/bent area was located approximately 27.0 cm from the distal tip, an additional kinked/bent area was observed approximately 59.2 cm from the distal tip, and a third kinked/bent area was located approximately 91.3 cm from the distal tip. No damage or cracked condition was noted on the brite tip distal tip of the device. Dimensional analysis was performed near the kinked/bent areas, including evaluation of the outer and inner diameter of the catheter, and the results were found to be within specification. The received unit presented kinked/bent conditions during visual inspection, while no damage or cracking was observed on the brite tip distal tip of the device. The product analysis did not provide evidence to suggest that the observed condition is related to the manufacturing or design process. The reported ¿catheter (body/shaft) ¿ tracking difficulty¿ could not be substantiated because imaging was not providing, it¿s not possible to replicate this failure in a laboratory environment and dimensional analysis results were found within specification. The reported ¿brite tip/distal tip ¿ cracked¿ was not seen during the product evaluation. However, kinked conditions were observed. The exact cause of the reported event cannot be determined. No apparent damage was noted prior to use and difficulty was encountered while attempting to pass the device therefore, procedurally related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿this product is intended for use by professionals who have been trained to perform coronary diagnostic and interventional procedures.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, 5f judkin's left (sim) 2 100cm tempo diagnostic catheter was unable to pass during use in a cerebral angiography. After removal, the tip was found cracked and a new product was used to complete the procedure. There was no reported patient injury. No damage was noted to the catheter prior to use; damage was identified after removal from the patient. There were no difficulties in tracking through the vasculature or engaging the target vessel, and no contralateral approach was used. The target vessel had no calcification, mild tortuosity, and 60% stenosis, while the access site had no calcification or tortuosity and 50% stenosis. The device was removed from packaging and manipulated via the hub, with no damage noted to the device or packaging prior to opening. The device was stored and prepared per instructions for use (IFU). The user was trained in device use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.